Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to the high blood glucose level (B)(6) 2018. The customer¿s blood glucose level at the time of the incident was 400 mg/dl. The customer¿s current blood glucose level was 484 mg/dl. The customer was treated with intravenous drip and bottles fluids. Customer was assisted with the troubleshooting. The insulin pump will not be returned for the analysis.